Event description:
It was reported that after completion of the operation and removing the drapes from the pt's right thigh, a "fire-hole" was visible in the anti-thrombosis sock. When the pt plate was removed, a 2nd degree burn reported to be 3 cm in size was observed on the pt's thigh. It was reported that the burn was treated by removing the necroses, cleaning and primary wound care.